Manufacturer narrative:
(B)(4). The device history record (DHR) was reviewed and there were no issues found that could have contributed to the reported failure. The device was manufactured according to release specification. One representative sample was returned for evaluation. A visual exam was performed and no defects were observed. Drop testing was conducted and no blockages were found on the product. Based on the investigation performed, the reported complaint could not be confirmed. There were no visual or functional issues found with the returned device.

Event description:
The customer alleges that there is restricted airflow thru the paper venting.

Event description:
The customer alleges that there is restricted airflow thru the paper venting.

Manufacturer narrative:
Qn#(B)(4). The device sample was not returned for evaluation at the time of this report.